Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of display anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer stated that every 3 or 4 days, the display went cloudy/faint and it is not readable. After troubleshoot, the display was resolved. The product was not returned for analysis.